Event description:
Spd technician observed two small pieces of foreign material - approx 0.050" present within the still unopened sterile packaging. Material has a shiny "metallic" appearance and appear gold in color under a magnifying glass.manufacturer has been notified and is tracking this incident under their incident tracking number.no adverse patient event since defect was observed prior to distribution to or.